Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely to the clinic via merlin. Net transmission with episodes of non-sustained right ventricular oversensing. Upon evaluation of the episodes, they appeared to be potential myopotential oversensing. The signal artifacts were measured about 0.5 - 0.7 mv that occurred in intervals. Additional testing and programming changes were recommended. No patient symptoms were reported.